Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was dislodged and free in the atrium. It was discovered when high capture threshold was noted. It was confirmed via x-ray. The lead was explanted and replaced. There were no patient consequences.